Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was mentioned that the dislocations were a result of ligament laxity from previous procedures but this cannot be confirmed. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00167. Medical devices: femoral component option size g right catalog#: 00596401752 lot#: 64611821; fluted stemmed tibial component option size 5 catalog#: 00599604801 lot#: 64678314; all-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 64940610; taper stem plug catalog#: 00596009900 lot#: 64809048. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately one-week post implantation due to dislocation. The dislocation was due to collateral ligament laxity caused by excessive releases on the primary surgery. Attempts to obtain additional information have been made; however, no more is available.